Manufacturer narrative:
The field service engineer clarified that he accidentally hit the tubing with his hand, which caused it to flip and splash into his eye.

Manufacturer narrative:
No product malfunction was identified. According to the safety instructions in operator manual, it is recommended to wear protective goggles. The affected field service engineer did not comply with this recommendation. The field service engineer confirmed that he is ok.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
A roche field service engineer (fse) was cleaning the ise waste line on the c501 analyzer and when he disconnected it, it flipped waste solution into his left eye. The fse's cornea was also scratched. The fse only wore gloves as personal protective equipment at the time of the event. The fse went to the site's emergency room where he was treated with antibiotic eye drops in his left eye. He was then released from the emergency room. The fse later went to an urgent care facility to get blood work for infectious disease.